Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. System history shows that the laser was verified successfully prior and after the date of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All treatments were completed without user or system induced interruptions or error messages. No technical root cause could be identified as the system is performing within specifications. (B)(4).

Event description:
An optometrist reported that a patient was noted to have fluctuating, blurry vision since treatment in the left eye. The patient noted persistent dryness in the mornings. Upon additional follow up, the patient's symptoms have not been resolved. The patient is scheduled for a follow up visit in three months.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).